Event description:
It was reported that the patients ipg was explanted due to pocket erosion. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.